Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb, interface pcb and power pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined the cause of the reported malfunction to be a shorted capacitor, designator c13, on the interface pcb assembly. The capacitor failure burned the system/memory pcb assembly near the j2 connector and blew open the f2 and f4 fuses on the power pcb.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.